Event description:
Ventricular capture threshold was found to be consistent at approx 3.5 volts when pacemaker implanted, appropriate pacing threshold were documented with a discharge threshold of 0.6 volts. Pt has had progressive rise in her threshold. Pt brought in for lead revision.